Manufacturer narrative:
Per -4377 final report the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. This failure has been reported to corin previoulsy and as a result of feedback from the field, an internal project has been initiated to research a new design for this instrument. Therefore, this case is now considered closed. Please note: this report is being filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entty, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity std introducer / impactor handle got stuck with the trinity cup during surgery. An alternative cup and handle were located to complete the procedure.

Manufacturer narrative:
Per (B)(4) initial report. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The reported devices are being returned to corin and will be reviewed. Details of these reviews will be provided in a supplemental report upon completion of the investigation. Please note: this report is being filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity std introducer / impactor handle got stuck with the trinity cup during surgery.